Event description:
During the procedure, while closing using the figure 8 stitch as usual, the sheath broke and required intervention to successfully retrieve from the patient. The patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up report needed to include updated event description and physician's name. During an ablation procedure, while closing using the figure 8 stitch as usual, the sheath broke in half and required the use of a snare to successfully retrieve from the patient. The patient is stable.